Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0b. Pump pass displacement test. Pump received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot. The test infusion set and reservoir does lock into place. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.